Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in february of last year, they began to feel like the therapy wasn't working for them and they were having pain in their hip. The patient stated they kept turning the stimulation up and up and their managing health care provider (hcp) told them that they had it up real high higher than any of their patients ever had it and the patient didn't think it was uncomfortable to them but they turned it down but they still had pain in their hip. The patient stated they also had additional underlying medical conditions such as hip pain from arthritis and spasms from their multiple sclerosis so the patient didn't think much of the pain in their hip. They got steroid injections in the hip and took anti spasm and pain medications for their ms but the patient still had pain in their hip and it "was hurting so bad." The patient stated after a painful process of elimination, it ended up being determined the patient's lead had moved out of place. The patient stated their hcp told them the lead was pulled out and away from where it was supposed to be by the spine and into the middle of their hip from a stomach surgery they had in (B)(6) 2022. The patient stated their hcp wanted to schedule a surgery for the patient to have their current system removed and then have another implanted however the patient was also having a hip surgery coming up and their hcp didn't want to implant anything until they knew more information about the hip surgery. The patient stated they were in a sort of limbo until all the logistics could be worked out so in the meantime, the therapy was off until they could figure out what to do with it. The patient's main reason for call had been to inquire about MRI mode because they needed to get an MRI every 6 months and they've always been able to go to these appointments, activate their MRI mode and get the scan but this time the clinic was giving them a "hard time" about it and wanting more information. The patient did mention that they told the clinic about what happened with their lead. Patient services reviewed MRI mode with the patient and also reviewed with the patient to have the clinic call technical services if they had any questions. The patient was going to continue working with their hcp and stated they would direct the MRI clinic to call technical services if they still had concerns. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2huxe serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 30-jun-2023, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.